Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer stated the insulin pump received insulin flow blocked alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0869 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus and carelink software, generated carelink reports. In the pump history files and traces the daily total of bolus insulin delivered is 23 u on the event date of 07/04/2022 at 00:00:00.000 and 28.95 u on 07/05/2022 at 00:00:00.000. Pump alarmed 2 no delivery alarms on the event date of 07/04/2022 at 15:28:00.000 during basal and 15:31:15.000 during bolus. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, pcba 1, and the motor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, missing display window/cover, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and cracked case-corner of belt clip rails. No delivery/occlusion alarm - unknown timing and possible under delivery anomaly were not confirmed during testing. Moisture damage was confirmed found on pcba 1, force sensor, motor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.